Event description:
It was reported that the pump battery could not be charged while using the tandem-provided usb cable and wall adapter. There was no reported adverse effect to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.